Manufacturer narrative:
Test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all functional testing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The battery was confirmed to be depleted at the time of explant. Root cause findings indicate that patient is a heavy user of the device.

Event description:
From report dated 05/04/2017: patient indicated as having a low battery, 2.22 v dc. Implant: (B)(6) 2014, explant: (B)(6) 2017 , days: 909, years: 2.5, minimum stated battery life: 2.8 years. Clinical history: (B)(6) 2012 - original implant surgery (left ear), (B)(6) 2012 - device activation, (B)(6) 2012 - fitting, (B)(6) 2012 - fitting, (B)(6) 2012 - patient had right ear implanted, (B)(6) 2013 - right ear activation, (B)(6) 2013 - fitting, (B)(6) 2013 - analysis to review both implants (dual implant patient), (B)(6) 2014 - fitting, (B)(6) 2014 - battery change (left ear) - 2.8 years, (B)(6) 2016 - fitting, (B)(6) 2017 - batter check - low battery indicated in left ear, (B)(6) 2017 - battery change (early) - 2.5 years. Patient history with left ear indicates high power usage due to gain settings, and further supported by first left-ear battery replacement after only 2.8 years, which is the minimum spec.